Manufacturer narrative:
The customer complaint of tri-port not staying connected could not be confirmed due to the product being misplaced. Device history record for model 20558e lot 19116202 shows that the set was manufactured on 20 november 2019 with a total of 12,003 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The root cause of this failure was not identified as product was misplaced. H3 : product was misplaced.

Event description:
It was reported that the tri-port connector unintentionally disconnected during a coronary bypass procedure. This occurred in the operating room on an adult patient. No patient harm occurred but this did cause a delay in treatment because the connector had to be changed to insure vital medication drips were infused into the patient.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Admitting diagnosis: coronary bypass procedure.

Event description:
It was reported that the tri-port connector did not stay connected during a coronary bypass procedure. This occurred in the operating room on an adult patient. No patient harm occurred but this did cause a delay in treatment because the connector had to be changed to insure vital medication drips were infused into the patient.